Manufacturer narrative:
No injuries were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states, laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. Dust on sensor of the instrument was determined to be the most likely cause of the false positive. The test was used on a non-symptomatic patient. The qiastat-dx respiratory sars-cov-2 panel is intended for testing samples obtained from individuals with clinical signs and symptoms of respiratory tract infections, including sars-cov-2.

Event description:
Suspected false positive result of sars-cov with the qiastat-dx respiratory sars-cov-2 panel.